Event description:
Allegedly the patient was experiencing mom complications: elevated cobalt levels (right). Additional information received from litigation on 01/08/2019. Allegedly the patient was revised due to mom complications. Added the explant date. (Right).